Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a trial patient. It was reported that the patient increased stimulation to 0.4v yesterday and felt a zapping sensation from the wires. The patient also felt the zapping in her foot. The stimulation was reduced and the zapping was resolved.